Manufacturer narrative:
Device passed rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery alarm and displacement test. No excessive no delivery alarm. Device passed self test. No unexpected restart alarm. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed a no delivery alarm. Device alarmed another no delivery alarm after a set change. Customer's blood glucose was 416 mg/dl. Customer had changed the set 3 times. Device had alarmed an unexpected restart alarm. Customer was only able to delivery bolus once. Device would alarm a no delivery alarm when a second bolus was attempted. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.